Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has no stimulation from his scs system. The pt has been unable to establish communication between his scs ipg and external devices for approximately a year. Surgical intervention may take place at a later date to address the issue.